Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an ipg explant due to infection in 2022, the patient's lead was left implanted and not connected to any device. In turn, surgical intervention was undertaken where in the lead was explanted and a new system was explanted.